Manufacturer narrative:
The customer reported the pump resumed during follow up with tandem technical support.

Manufacturer narrative:
Tandem technical support followed up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. No further information was provided.